Event description:
The pt stopped responding to sound after sustaining a fall and injury to the area over the receiver/stimulator site. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has informed that the explanted device should be returned to cochlear ltd.